Event description:
Alleged event: when the doctor was using the stapler, it was stuck and he was unable to continue using it. The patient's condition is fine.

Manufacturer narrative:
The device history record review investigation for the product visistat 35r 6/box, lot #01a1400147 did not show issues related to the complaint. The device sample has been returned to the manufacturer; however, the investigation report has not been submitted at the time of this report. The manufacturer will continue to monitor and trend related complaints.